Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Updated evaluation result and conclusion codes. Evaluation summary: (B) (4): one of the wires to the patient alert became dislodged from the speaker. This was likely a direct result of the chest trauma suffered by the patient or from the repositioning of the device during surgery. This is supported by the small dent in the shield directly over the point where the patient alert was dislodged.

Event description:
It was reported that the patient's left chest was accidentally crushed under a refrigerator, and the device had been implanted in the subpectoral left chest. Due to the nature of his job, the patient would often hear magnet tones when he approached certain equipement, but he no longer heard the tones. A magnet was applied to the device but no tone could be heard, even when using a stethoscope. The patient stated the device had been working fine up until the magnet test, but he was concerned that the device was "not functioning the way it was designed to work." The patient further reported that the device was not functioning properly and it could not be programmed to emit any tones. The patient saw the device as "defective". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's left chest was accidentally crushed under a refrigerator, and the device had been implanted in the subpectoral left chest. Due to the nature of his job, the patient would often hear magnet tones when he approached certain equipment, but he no longer heard the tones. A magnet was applied to the device but no tone could be heard, even when using a stethoscope. The patient stated the device had been working fine up until the magnet test, but he was concerned that the device was "not functioning the way it was designed to work." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.